Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting conducted atrial fibrillation (af). The device remains in use. No further patient complications have been reported as a result of this event.